Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4) rev d, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The target and pneumothorax were located right upper lobe. An endobronchial ultrasound was performed. A chest tube was placed in the patient and patient was hospitalized. The chest tube was removed on (B)(6) 2021. The patient was discharged from the hospital on (B)(6) 2021.